Event description:
It was reported that the detector lift cover was hit during movement and knocked off. The part allegedly fell toward patient. The operator caught the part with his hand and meantime made contact with patient. The cover did not hit patient. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
System was shipped in june 2002.